Manufacturer narrative:
Device not returned.

Event description:
It was reported that a false occlusion alarm occurred. Multiple attempts were made to retrieve additional information, however, no response was received. There was no reported adverse impact.